Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient's system controller screen was blank, which had happened previously. The patient received an electrostatic discharge (esd) from someone while traveling previously. The patient did not notice the screen was blank until 1-2 days later. The system controller would be returned for analysis. Following review of the submitted log files, it appeared the logs did not display any events indicative of the esd. There also appeared to be 109 pulsatility index (pi) events captured in the event log. There were driveline disconnect and pump off alarms on (B)(6) 2024 at 3:10 pm, which appeared to have been due to a system controller change.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a blank system controller screen was confirmed via evaluation of the returned system controller. The returned system controller, serial number (B)(6), was connected to a test power module and system monitor and a white and blank screen on the system controller was observed. The system controller audio alarms and other visual indicators were found to function as intended. The system controller was connected to a test pump and operated a mock circulatory loop without issue. Aside from the white and blank screen, no other issues were observed during testing. The system controller was then opened, and the liquid crystal display (lcd) screen was replaced with a known working test lcd screen and the display issue was resolved. After replacing the lcd screen, the system controller passed all other functional testing without issue. The provided information indicated an electrostatic discharge (esd) event occurred 1-2 days before the blank screen was observed. Multiple attempts were made to obtain additional information regarding the exact date of the esd event; however, no additional information was provided. A root cause for the blank system controller screen was not conclusively determined through this analysis; however, the esd event likely contributed. A corrective action was opened to further investigate lines in the lcd screen. The device history records were reviewed and the records reveals that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 29may2024. The heartmate 3 instruction for use (rev. A) was available for use at the time of the event. Section 2, entitled ¿system operations¿, provide instruction on how to interact with the system controller user interface, including the display screen and all buttons, lights, and symbols. The heartmate 3 instruction for use section 6, entitled ¿patient care and management¿, defines electrostatic discharge (esd), and advises the user to avoid activities that may increase the risk for esd to avoid possible damage to the system controller. The heartmate 3 patient handbook (rev. D) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.